Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 event was previously reported in this record during the reporting period; however, - 2 previously reported event in this report was also reported under MFR report # 0001811755-2020-00295. - 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes <noe> 0 </noe> malfunction events in which the device had paint chips missing.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were evaluated in the field. Event confirmation status 2 reported events were confirmed. Evaluation results 2 devices were found to be affected by missing paint chips. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had paint chips missing. 2 events had no patient involvement; no patient impact.